Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reportedly received the following results on an inform meter, compared to lab results, within 10 minutes: 1) 537 mg/dl, 547 mg/dl (meter) 2) 105 mg/dl (lab) no actions taken based on device results. No adverse event reported. Caller was unable to determine whether the meter tests were taken with capillary or venous blood. Requested return of suspect device and replacement was sent.